Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, three dashes appeared on the receiver screen. The sensor was inserted into the abdomen on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. The reported event of three dashes on the receiver screen was confirmed as signal loss was found. A root cause could not be determined.